Event description:
New information noted that, during the right ventricular - rv lead explant procedure, the rv lead was found to have a lead slack issue causing noise oversensing. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead - rv exhibited noise oversensing causing false high ventricular rate episodes. The rv lead was reprogrammed and the patient experienced no consequences.